Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 75% stenosed lesion was located in a calcified and moderately tortuous distal right coronary artery. The 4.00x20mm veriflex was unable to cross the lesion. The device was removed outside the body and the stent was flared. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)